Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. To resolve the issue, the fse replaced ise buffer valves (part number c28717) and verified the instrument performance. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Customer phone #: (B)(6).

Event description:
The au680 clinical chemistry analyzer generated erroneous high results on multiple chemistries, on one patient sample. The results were also flagged with multiple error flags. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.